Event description:
It was reported that the shock impedance in the triad configuration was 105 ohms. Two of the individual vectors measured greater than 200 ohms and the other measured 135 ohms. The rise in impedance had been gradual over time. Technical services discussed programming changes. The right ventricular lead remains in service and no adverse patient effects were reported.